Event description:
It was reported that the insulin pump delivered a 11.35 unit square wave bolus. The customer denied programming the square wave bolus. The customer's blood glucose level was at 27mg/dl. The customer's husband gave her a glucagon shot because she was not responding to other treatments. The bolus history shows a 14 unit bolus for 295 carbs with no blood glucose. The customer's husband stated that he is a lite sleeper and would have awaken if his wife had programmed the bolus. Nothing further was reported.

Manufacturer narrative:
The model mmt-722nap paradigm insulin infusion pump with serial number (B)(4) was tested per failure analysis departmental operating procedures and passed all functional testing. The technician attempted to download the history files to determine the validity of the customer's complaint. During the download, it was determined that the history files had been overwritten and no data was available for the date of the alleged incident in (B)(6) of 2009. The technician programmed a bolus using the device's square wave bolus feature, which functioned properly and all data was properly recorded in the bolus history. The insulin pump was then programmed with a 2.0 unit/hr basal rate and monitored for three days. The history file was reviewed and was found to be correct. No unexpected boluses or basal rate changes were noted. After reviewing carelink personal, it appears that the bolus wizard was used to determine how much insulin should be given for 295 carbs. The bolus wizard recommended 14.7 units of insulin to be given, but was changed to 11.3 units. The square wave bolus was programmed to provide the insulin over an eight hour time period. The pump alarmed six times before the batteries where removed. Each alarm had to be cleared before the next alarm was given.